Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. Minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, scratched case and stained address/serial number label. All the buttons did function properly. However corroded keypad traces noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Insulin pump will need to be replaced. No additional information provided.